Event description:
Pt on thoratec biventricular assist system. On 3/23/97 at 0300, nurse noted power cord to the pump was smoking at electrical wall outlet. Cord disconnected; plug was blackened and melted. Unit was removed and replaced with another. Pt suffered no injury.